Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8731, serial #: (B)(4), implanted: 2005-(B)(6), explanted: unk; programmer (ptm) model: 8835, serial #:(B)(4). (B)(4): analysis of the pump revealed motor corrosion and gear train anomaly. Drugs delivered via the device were listed as hydromorphone and bupivacaine.

Event description:
The pump was received for disposal with no information.